Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "not detecting the cartridge". Reportedly, there were no alerts or alarms that occurred. Customer's blood glucose level was 160-170 mg/dl. Customer changed cartridge to resolve the issue.